Event description:
It was reported to philips that the device self test failed. There was no patient involvement.

Event description:
It was reported to philips that the device's self test failed. The device was sent in for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor assembly, and the part was ordered for replacement to resolve the noted issue. Based on the conclusion of the bench evaluation, it was determined that this was a malfunction of the capacitor assembly. The replacement of the defective part in bench repair was confirmed to resolve the reported issue, and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.